Manufacturer narrative:
The patient's burn was treated with preventative medication including analgesic and topical treatment. Patient is currently healing. The electrode was discarded and was unable to be evaluated however an image provided showed significant missing insulation, exposing brass electrode. All electrodes must be inspected for damage prior to device release and prior to device use. It is unclear if the device was inspected prior to use. We are reporting this due to a possible device malfunction resulting in patient injury.

Event description:
It was reported that the patient experienced a burn on the right corner of the lip and inner mucosa during a tonsillectomy procedure. During the procedure, it was observed that the electrode's coating did not completely cover the electrode, and parts of the electrode was exposed.